Event description:
Loosening & subsidence of the corial stem, secondary to intra-operative or pre-operative fracture and possible undersizing of the stem at time of primary operation.

Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any deviations or anomalies. A search of the complaint database did not identify a trend for complaints of this nature for this the product reported. Based on the info provided, the root cause could not be determined. The need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.